Event description:
It was reported that the Dexcom G7 continuous glucose monitor displayed intermittent ¿sensor reconnecting¿ alerts and three dashed lines on the display while the iLet was temporarily disconnected and charging nearby, indicating intermittent communication failure associated with the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and Dexcom, along with analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between connected devices consistent with intermittent communication failure localized to the antenna component within the electrical/magnetic communication system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.